Event description:
Patient reported experiencing elevated blood glucose levels since on (B)(6) 2012. Patient stated the infusion device delivers too low insulin since on (B)(6) 2012. Patient reported on (B)(6) 2012 at 10:30 pm her blood glucose level was 338 mg/dl. Patient stated on (B)(6) 2012 she had the infusion device set at a temporary basal rate (tbr) of 150% and in the evening her blood glucose level was 303 mg/dl. Patient reported she administered 5.0 units of insulin via the infusion device. Patient stated on (B)(6) 2012 at 2:45 am her blood glucose level was 315 mg/dl and she administered 5.0 units of insulin via the infusion device. Patient reported at 4:45am her blood glucose level was 186 mg/dl and at 9:20 am her blood glucose level was 326 mg/dl. Patient stated she administered 5.0 units of insulin via the infusion device and then at 10 am she stopped the infusion device and started on the backup infusion device with the same accessories. Patient reported experiencing no problems while on the backup infusion device. Patient stated she started on the primary infusion device again, date and time is unknown, and her blood glucose level was 265 mg/dl. Patient reported she stopped the infusion device and again started on the backup infusion device. Patient stated after switching to the backup infusion device her blood glucose level was okay. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.